Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic device check. During the device check, it was found that the right ventricular lead impedance had increased to more than double the original implant impedance starting from (B)(6) of 2020. The lead also exhibited an increase in capture threshold. The physician elected to continue to monitor the lead. The patient was in stable condition.